Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer received a "check sensor" message on the same day she applied the adc freestyle libre sensor about a month ago. Caller further reported the customer felt confused and almost lost consciousness. Caller reported that the customer was unable to self-treat and that she received coke from her neighbor. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer received a "check sensor" message on the same day she applied the adc freestyle libre sensor about a month ago. Caller further reported the customer felt confused and almost lost consciousness. Caller reported that the customer was unable to self-treat and that she received (B)(6) from her neighbor. No further treatment was reported. There was no report of death or permanent impairment associated with this event.